Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01214. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a pod8 and a ruby coil. During the procedure, while attempting to implant a pod8 in the target vessel, the physician experienced resistance after some of the pod8 began to form in the target vessel. Therefore, the physician decided to retract it; however, upon retraction, the pod8 unintentionally detached within the lantern delivery microcatheter (lantern). Therefore, the physician removed the detached coil under manual aspiration attached to the lantern. The physician then switched to a ruby coil and attempted to advance it through the lantern; however, resistance was encountered and the ruby coil unintentionally detached inside the lantern. Therefore, the physician removed the detached coil under manual aspiration attached to the lantern. It was noted that the pod8 and ruby coil just would not track the steep bifurcation between coming up ipsilateral from the external iliac artery into the internal iliac artery. In addition, there was a lack of support from the non-penumbra base catheter. The procedure was completed using a non-penumbra microcatheter and coil. In addition, there was no alleged deficiency against the lantern and there was no report of an adverse effect to the patient.